Event description:
It was reported after approximately 20 minutes of onyx injection, the catheter's tip deformed at 10cm from the distal tip. No patient injury reported. Same event as MDR# 2029214-2011-00322.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B)(4).